Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) indicated elective replacement (eri) in less than five years and the physician stated the device should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.